Manufacturer narrative:
Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found one additional complaint for this item from the same hospital ((B)(4)). Review of device history records found unrelated deviations during the manufacturing process. Completion of investigation relayed to initial reporter via phone. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Risks associated with this type of event are addressed through inspection verification as part of design control risk management. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that during and acl reconstruction procedure on (B)(6) 2015, the patient cassette began leaking water from the ultrasonic weld of the cassette cartridge. This caused a delay and a competitor pump was used to complete the procedure.